Event description:
The customer reported that an olympus gastrointestinal videoscope had a clip sucked in. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the clip sucked in was due to a damaged and deformed suction cylinder (s-cylinder). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.